Event description:
The pt presented with unstable angina pectoris and opcab x5 was performed with the lita-lad, svg-diagonal, svg-om1, svg-0m2, and svg-pda. The diagonal, om1 and pda were anastomosed with aortic connectors (acn-4550 x2, acn-5560 x1). Postop., the pt's recovery was unremarkable and was prescribed 325mg aspirin daily wihtout plavix. Cardiac catheterization 15 days postoperatively demonstrated the svg-diagonal was occluded, the svg-0m1 was occluded proximally, and the svg-rca was open but "diseased with grumous material" in the proximal two-thirds, the svg-circumflex was patent, and the lita-lad was patent with a small "kink" that did not appear to limit flow and had good distal filling. Angioplasty and stents were placed in the diagonal, om1, om2, and rca.